Event description:
The customer reported that this right atrial (ra) lead was surgically abandoned (capped) due to inappropriate sensing and high threshold measurements. A new ra lead was successfully implanted. No adverse pt effects were reported. The device was actively implanted for approx 6 years, 6 months.

Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.